Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had placed two clips on the cystic duct. When he went to fire the third clip he could not pull handle to deploy a clip. The device was handed to scrub to see if clip was caught in jaws and there was not one. Scrub was finally able to pull handle but she had to do it with a great amount of force. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent toward tissue stop and backward. In order to evaluate the condition of the internal components, the device was disassembled and no anomales were found; four clips were found on clip track. It could not be determined what may have caused this condition. No incident related to the reported event was observed during the batch record review.